Manufacturer narrative:
Medical products: stem impl win gen; part#unknown; lot#unknown, head impl win gen; part#unknown; lot#unknown, adaptor impl win gen; part#unknown; lot#unknown, therapy date: (B)(6) 2019. The manufacturer did not receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in (B)(6) 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision due to pain.

Manufacturer narrative:
Metasul ldh head adapter, s, -4, taper 12/14-18/20; part#01.00185.145; lot#2433310. Metasul ldh head, 46, code l, taper 18/20 part#01.00181.460; lot#unknown. Metabloc stem, uncemented, 3, taper 12/14 part#21.00.49-03; lot#2453711. Additional information which was received on dec 18, 2019. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision due to pain